Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested on 07/16/2010, 07/19/2010, 07/26/2010, and 08/09/2010 by phone, fax, and mail. A completed questionnaire has been received. (B)(4).

Event description:
Adverse event(s): "post-op astigmatism" (postoperative refraction, unexpected). Product problem(s): "none reported" (no info [iol (intraocular lens) implant]). A surgeon reported that an intraocular lens (iol) was exchanged due to postoperative astigmatism. Additional info has been requested.